Event description:
As reported per clinical trial (B)(6). On (B)(6) 2023 the subject patient underwent primary laparotomy-colectomy procedure during which a phasix mesh was trimmed and placed in onlay fashion using sorbafix fixation device. The patient was discharged to home on (B)(6) 2023. On (B)(6) 2023 the patient was diagnosed with a seroma. The adverse event of seroma has been assessed per clinician as moderate in severity, definitely related to the study device, definitely related to the procedure, and recovering/resolving. No action has been taken. The reported adverse event does not meet the definition of an sae (serious adverse event) and does not meet the uade (unanticipated adverse device effect).

Manufacturer narrative:
As reported, the patient was diagnosed with a seroma post implant of the phasix mesh. The clinician has assessed the patient¿s postoperative course of seroma as possibility related to the study device and definitely related to the index procedure. However, based on the information provided, no conclusion can be made. Seroma is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device, as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november 2021. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the describe event or problem and manufacturer narrative. The clinician has assessed the patient¿s postoperative course of seroma as definitely related to the study device and definitely related to the index procedure. However, based on the information provided, no conclusion can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted

Manufacturer narrative:
As reported, the patient was diagnosed with a seroma post implant of the phasix mesh. The clinician has assessed the patient¿s postoperative course of seroma as possibility related to the study device and definitely related to the index procedure. However, based on the information provided, no conclusion can be made. Seroma is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device, as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november 2021. Device not returned - remains implanted.

Event description:
As reported per clinical trial (B)(4):on (B)(6) 2023 the subject patient underwent primary laparotomy-colectomy procedure during which a phasix mesh was trimmed and placed in onlay fashion using sorbafix fixation device. The patient was discharged to home on (B)(6) 2023. On (B)(6) 2023, the patient was diagnosed with a seroma. The adverse event of seroma has been assessed per clinician as moderate in severity, possibly related to the study device, definitely related to the procedure, and recovering/resolving. No action has been taken. The reported adverse event does not meet the definition of an sae (serious adverse event) and does not meet the uade (unanticipated adverse device effect).